Event description:
Healthcare professional reported left side rupture, pain, breast deformity, hardening, irregularity in the breast, and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening." The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.